Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-04468/04470 & 1825034-2015-00608).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, pseudotumor, wear, damage to bone/tissue, metal poisoning and metallosis. Legal counsel reports patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in the revision operative report from (B)(6) 2012 indicated the presence of pseudotumor and necrotic tissue. The acetabular cup was noted to be anteverted with impingement of the posterior aspect of the femoral neck. The modular head, taper liner and acetabular cup were removed and replaced with competitor acetabular components and a biomet head. Additional information provided in revision operative report from (B)(6) 2012 indicated the procedure was performed as a competitor acetabular screw was near the external iliac vein. The fixation screws, acetabular cup, liner and biomet head were removed and replaced. Additional medical records were provided to indicate that a revision procedure took place on (B)(6) 2012 due to recurrent dislocation. Revision operative report also noted the presence of osteolysis. The biomet modular head and competitor acetabular component were replaced with another biomet head and competitor acetabular components.